Event description:
It was reported that the procedure was to treat a stenosed pulmonary artery via a pulmonary valvuloplasty. The hi-torque balance middleweight hydro guide wire (gw) was positioned in the distal pulmonary artery. During advancement of the 8x20mm non-abbott balloon on the gw - with the balloon still outside the patient - the gw separated at the core in two pieces. There was no signs of resistance. The hydro gw was simply withdrawn. A new gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. Factors that may contribute to material separation include, but are not limited to, tensile strength, corrosion, damage to the guide wire, flexural stress at a kink or bend, interaction with accessory devices, and/or interaction with challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.